Event description:
Pump declared alarm 20 during pumping, causing concerns for the customer. Blood glucose level did not exceed 500 mg/dl, thus indicating no adverse impact to the customer¿s blood glucose level. Caller attempted to load a new cartridge but faced recurring cartridge alarm, leading technical support to replace pump.